Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. There was no complaint toward the device functionality. Sc-1110/243013: the device passed the functional test and revealed no anomalies. Sc-2218-70-70/547950, (B)(4): the lead was cut during the explant procedure. X-ray inspection found that the cables were all intact.

Event description:
A report was received that when the patient turned on her stimulation, her complex regional pain syndrome (crps) flared up. The patient underwent an explant procedure. No device malfunction suspected.